Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. During thrombectomy, a leak was noted in the pump which resulted in an error message and aspiration stopping. The procedure was completed with another of the same device. There were no patient complications and the patient is in good condition.